Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient was told to make an appt with pain physician. Issue not resolved at this time as patient is making appt with hcp.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the patient still feels burning sensation even with stimulation off at the incision site. The rep told them to make a follow-up appointment with their provider as soon as possible.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reported they met patient in clinic, and patient stated they had not used device since before october 2022. Since then, patient obtained a new recharger and patient controller but have not used. Rep assisted patient in recharging patient controller and charging ins. Rep noted patient was able to verbalize steps. Patient denied burning at battery site, but stated they have tenderness at both battery and spinal incision. Provider notified and examined. Lead connection check all green, impedances all green within normal range. No issues when programming stimulation. Provider referred patient for thoracic imaging.

Event description:
Additional information was received from the rep via email. To the rep's knowledge the cause has not been confirmed. They are unaware of the results from the thoracic imaging. They have called the patient to inquire if symptoms are ongoing. A voicemail was left requesting a return phone call. Patient has not returned call to date. It is unknown whether the issue is resolved, awaiting for the patient to call back. Rep has spoken with the provider regarding these information at end of session.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that they spoke with provider today (8/7/24) regarding this patient. The provider reported that the patient has not yet scheduled the imaging. When speaking with the patient, they reported they were working to schedule the imagining. Asked the patient if they were currently experiencing the unwanted sensation at the battery site. The patient stated they were ¿unsure¿ as they had not used scs for the ¿past few weeks¿ and the battery is currently depleted. When asking follow up questions, the patient responded saying ¿I can¿t tell. I have so much going on back there and need surgery.¿ I asked the patient to follow up with provider to ensure imaging is scheduled. Patient stated they would call me once imaging is completed but did not provide a date.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reported that imaging was not completed yet. There were no changes to the issue and the patient was still waiting imaging and had not been back to see the provider.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient claimed they felt a burning sensation near the battery of the implant, even when turned off. The hcp told him to come in one week to have incision looked at again. The hcp thinks the patient was looking to get more pain medication but provider suggested reprogramming first. The patient was reprogrammed. The issue was resolved at the time of the report.